Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak at the end of the reservoir. The customer¿s blood glucose level was high as 314 mg/dl at the time of the incident. The customer specified other relevant blood glucose level in the range of 90 mg/dl and 200 mg/dl. Customer¿s high blood glucose was treated with manual injection. The customer stated that the reservoir was discarded from use. The keypad was responsive. There was no insulin present under lcd screen but the smell of insulin persist. After troubleshooting, customer was advised the reservoir will be replaced. The customer declined troubleshooting for high blood glucose values. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir does not leak.